Event description:
It was reported that, during a peri ti removal, when removing the peri pt 4.5 mm, the tip of a t-25 hudson bit broke off while using. The screw extractor in the tray and a screwdriver owned by the hospital were tried, but they were unable to remove them. The entire plate itself was pulled out to make room for the hospital's cutter, and then the bits were cut. The shaft of the bits, which remained inside the body, were removed by turning it with pliers. It is unknown how the procedure was finished. Surgery was completed with one hour delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation but the pictures were reviewed, and revealed that the tip of a t-20 hudson bit broke off. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the information provided, the shaft of the bits, which remained inside the body, were removed by turning it with pliers. However, it is unknown how the procedure was finished. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Reportedly, the surgeon was able to complete the procedure with a one-hour delay. Since there was no harm alleged to the patient as a result of the one-hour surgical delay and there were no other complications reported, no further clinical/medical investigation is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for fracture fixation devices, compression hip screws, cannulated/bone screws, bone plates, pins, wires revealed that intraoperative fracture or breaking of instruments can occur. Instruments which have experienced extensive use or excessive force are susceptible to fracture. Instruments should be examined for wear and damage prior to surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated as the tip of the device broke and had to be removed with pliers. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the tip of the device broke off. The broken piece was returned. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the information provided, the shaft of the bits, which remained inside the body, were removed by turning it with pliers. However, it is unknown how the procedure was finished. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Reportedly, the surgeon was able to complete the procedure with a one-hour delay. Since there was no harm alleged to the patient as a result of the one-hour surgical delay and there were no other complications reported, no further clinical/medical investigation is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for fracture fixation devices, compression hip screws, cannulated/bone screws, bone plates, pins, wires revealed that intraoperative fracture or breaking of instruments can occur. Instruments which have experienced extensive use or excessive force are susceptible to fracture. Instruments should be examined for wear and damage prior to surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.